Manufacturer narrative:
Results evaluations: investigation of this incident was limited as the complaint sample was not returned for analysis. In view of this, the complaint investigation conducted has been based upon the following sources of info: incident reporting form received from the customer, a telephone conversation between customer and smiths medical and complaints history for this product. A review of historic complaints confirms this to be the first reported incident on this lot. Though there have been complaints for inflation line detachment / fracture on this product code during the past five years these are historical and do not indicate a systematic failure during MFR. The hosp confirmed that the inflation line became fractured from the tracheal tube, as opposed to being pulled out of the inflation lumen of the tracheal tube. In the absence of a complaint sample for analysis we can only surmise that this incident related to either, or a combination of the following: excessive manipulation in use - undue stress on the joint has caused the tube to tear at the inflation line to tube join, or the excessive use of bonding solvent can cause degradation of the plasticiser within the tube material, resulting in embrittlement of the inflation line join. Though the complainant states the inflation line became detached without effort, it should be noted that the product was successfully used for 6 days prior to the detachment; as such we feel the detachment is unlikely to relate solely to material embrittlement.